Event description:
It was reported that there was a motor stall that recovered within 2 hours. As a result of the event, the pump was explanted and replaced by another manufacturer¿s product. There were no patient symptoms or complications associated with this event. Review of the pump logs revealed nine motor stalls, from (B)(6) 2014 to (B)(6) 2014, with subsequent recovery noted within a range of 5 to 33 minutes. Additionally it was noted that a motor stall occurred on (B)(6) 2014 at 10:54 (it was not indicated in the logs if recovery had occurred), and that a motor stall recovery occurred on (B)(6) 2014 at 21:37 (it was not indicated in the logs that a motor stall had occurred). No MRI (magnetic resonance imaging) or emi (electromagnetic interference) were reported. No diagnostic testing or troubleshooting was performed; it was reported that it was not required. The product issue was not resolved, nor was the cause of the issue determined. The pump was being used to deliver interferon. The patient¿s medical history was unknown, and their status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
Further testing noted that as received, the pump reservoir was empty and running in simple continuous infusion modes. The pump logs showed many motor stall and motor stall recoveries. Dispense testing revealed overinfusion. Long term engineering testing was performed and destructive analysis found a breach in the pump tube and corrosion. In conclusion, the addition testing noted the pump had motor gear train anomalies including stall due to gear wheel 3, stall due to shaft-bearing, and corrosion and/or wear and/or lubrication. The pumphead had a hole in the pump tube due to mechanical wear. Additional evaluation and results code applied. Conclusion code updated as 53 no longer applies to this event.

Manufacturer narrative:
Analysis of the pump revealed that it was found to be over-infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day), and has been coded with the appropriate afc code for overinfusion; over-infusion, undetermined root cause. The pump will be subjected to long term dispense and weight testing, using last known infusion rate from full to empty. A follow-up report will be sent when the long-term analysis is completed.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.